Event description:
It was reported that the pump leaked. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Manufacturer narrative:
Other, other text: h4: device manufacturing date is unknown. D4: device serial number/lot number is unknown. H6: event problem and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no obstructions, damage, breaks or other defects detected in any of the joins of the product. Functional testing found during the leak test, leak is present in the filter air vent. Complaint is confirmed. Root cause cannot be associated with manufacturing process since the failure could not be reproduced following assembly process, therefore the most probable root cause is the filter became damaged from the use of solutions that contain high levels of surfactants. As per instructions for use (IFU) cautions that section leaking could occur if using solutions contained high levels of surfactants - may cause fluid leakage through the air vent passage of the filter. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump administration set was leaking at the filter. Patient came in due to pump leaking. Patients son stated they called this morning and someone advised them to stop the pump. Pump stopped at 0100 am. Nurse practitioner (np) and pharmacist notified. Np assessed the patient. Patient was monitored for 1 hour after connecting the new pump. No adverse reaction noted. Patient discharged in a stable condition.